Event description:
An eye care practitioner reported that a pt presented with moderate pain, photophobia, swelling, moderate redness and tearing for one day, os associated with extended wear of focus night & day lenses. On examination, ecp noted a 2 mm infiltrate in the central 6 mm with staining over the entire infiltrate, 3-10 cells in the anterior chamber and lid erythema. The pt was diagnosed with a corneal ulcer with secondary uveitis. Pt was instructed to discontinue contact lens wear and was prescribed ocuflox and tobrex. At follow up visit 05/2003, ulcer improving. Instructed to continue medications. At follow up visit 06/2003, all symptoms resolved. Ecp noted faint scar. Visual acuity reported as reduced from 20/20 to 20/25. Pt was prescribed ocuflox and instructed to discontinue contact lens wear until the symptoms completely resolve and then only as daily wear, not extended wear. No further information is available at the time of this report.